Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a pentaray nav catheter and observed an occlusion/ no irrigation issue (the device was used on the patient) occurred.occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient.additional information was received on (B)(6) 2026. The device was used on the patient. The suspected device for the reported flow/irrigation issue was the catheter. Pressurized flush with pressure pack. Pressurize with a threaded syringe, catheter did not flush; used a guide wire, foreign body clogging sensation. The correct catheter settings were selected on the generator. The occlusion/ no irrigation issue was originally considered non-reportable, however, bwi became aware on (B)(6) 2026 that the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2026.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.e1. Initial reporter phone: (B)(6)this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: pc- (B)(4).